Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No evaluation summary available, analysis expected but not yet begun. Method: no testing methods performed. (B)(4).

Event description:
It was reported that this electrode couldn¿t detect nerve, the doctor changed to a new set of electrodes and completed the surgery. There was no reported patient impact. It was confirmed that ¿the doctor told us there was no signal on the screen after the electrode was inserted.¿

Manufacturer narrative:
Evaluation summary: product analysis received six (6) sample(s) with original opened product box and three opened pouches with labels identifying part number 8227411, from lot number 0206520469. The condition of the device showed customer use. The drawing for paired subdermal electrode requires the end to end ohms resistance to be <(><<)>2.0 ohms for the paired electrodes and no short circuits between connecting pins: red electrode measured 1.6 ohms for both electrode needles, orange electrode measured 1.7 ohms for both electrode needles, violet electrode measured 1.7 ohms for both electrode needles. The blue electrode measured 1.7 ohms on one pole but appeared to be short circuit when it was cross checked with the other pole. The reading on the other pole was erratic and ranged from 2.7 - 4.7 ohms which exceeds the required specification. The drawing for single subdermal electrode requires the end to end ohms resistance to be <(><<)>2.0 ohms for the single electrodes: the green electrode measured 1.0 ohms, red/white electrode measured 1.0 ohms and was therefore within the required specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.